Manufacturer narrative:
Clinical evaluation performed by medical affairs on 23 february 2018 partial revision of tha after 2 days in a patient who had already been revised and had gone through infection. The spacer previously implanted had also dislocated severely; from this evidence we can assume that the status of muscles and restraining soft tissues in this hip was already seriously compromised. There is no reason to suspect that the components manufactured by medacta implanted to this patient had any problem. Batch review performed on 26 february 2018 lot 166655: (B)(4) items manufactured and released on 23 november 2016 expiration date: 2021-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4 reference 01.29.204 (k112115): lot 174695: (B)(4) items manufactured and released on 20 september 2017. Expiration date: 2022-09-12 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 26 february 2018 medacta informed the manufacturer of the ceramic ball head. On 01 march 2018 they provided the requested document review, reporting as follows: protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the ball head were according to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect.

Event description:
The patient had a primary with another company's product. The patient was infected and had a spacer implanted. On (B)(6) 2018 the surgeon implanted medacta products and two days after implantation the patient came in complaining of pain due to dislocation. The surgeon revised the head and liner. The surgery was completed successfully.